Manufacturer narrative:
The device was returned not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated after the completion of first prime. During investigation the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed in the drive mechanism that would result in the needle mechanism failing to deploy as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early and did not retract. The pod was not worn.